Event description:
The device was used during an lavh. The surgeon fired the device (4) times. On the fifth firing the device jammed. The surgeon commented on the lack of hemostasis throughout the case. Device was opened to complete case. There was no consequence to the pt.

Manufacturer narrative:
D5;h4: information unavailable.